Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - 2006-(B)(6), 4194 implantable pacing lead - 2006-(B)(6). (B)(4).

Event description:
It was reported that the patient complained of passing out, following by receiving a shock. It was further reported that the patient submitted a remote transmission following the event, and it was determined that the shock received was appropriate. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of passing out, following by receiving a shock. Currently it is not possible to determine if the shock was appropriate or inappropriate. Follow up is in process for additional information. The lead remains in use. No further patient complications have been reported as a result of this event.